Event description:
It was reported that the cordless driver 4 had run on without activation during service at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed by the repair technician through functional evaluation, disassembly and visual inspection that the trigger assembly was affected by corrosion and was noisy. The attachment fit was difficult due to a damaged handle. Corrosion may limit the design function of the components causing the event. The affected parts were replaced and the driver passed all final inspection activities and returned to the account. It is possible that cleaning may have contributed to the failure.